Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia as well as hypoglycemia. The high blood glucose was 428 mg/dl and the low blood glucose was 54 mg/dl. The customer was in auto mode. The customer declined the troubleshoot for the high blood glucose. The device will not be returned for the analysis.